Event description:
See 1036844-2014-00317 for the first kit used. Information was submitted via medwatch report. A second kit was opened and during insertion, the guidewire became kinked. As a result, a third kit was used without difficulty. There was no adverse outcome for the patient that could be attributed to the minor delay in starting a central line because of the kinked guidewires.

Manufacturer narrative:
Complaint no. (B)(4).